Event description:
It was reported the entire system was explanted. The patient experienced a loss of pain relief after the first year of therapy, lost about 40 lbs since the implant, and could not gain weight. The implantable neurostimulator was turned off for at least a month, yet the patient continued to lose weight. One of the reasons for removal was to get an MRI of the thoracic spine. The physician did not believe the weight loss was related to the stimulator. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received with returned product noted that the reason the device was removed was non functioning spinal cord stimulator.

Event description:
Additional information received reported that the cause of the event was that the patient reported no pain relief along with weight loss. The whole system was explanted.

Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted, product type: lead, product ID 3778-45, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted, product type: lead, product ID 37752, lot#, serial# (B)(4), product type: recharger, product ID 37742, lot#, serial# (B)(4), product type: programmer, patient product ID 3708140, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted, product type: extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted, product type: extension. (B)(4).

Manufacturer narrative:
Product ID, 3778-45 serial# (B)(4), explanted: 2012 (B)(6); product ID, 3778-45, serial# (B)(4), explanted: 2012 (B)(6); product ID, 3708140 serial# (B)(4), explanted: 2012 (B)(6); product ID, 3708140, serial# (B)(4), explanted: 2012 (B)(6). Analysis of the stimulator found no significant anomalies: functionally okay with insignificant anomalies. Analysis of the lead (serial# (B)(4)) found no significant anomalies: cut through, product segmented. Analysis of the lead (serial# (B)(4)) found no significant anomalies: proximal end of the conductor was cut. Analysis of both extensions found no significant anomalies: cut through, products segmented.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.